Event description:
It was reported that possible output circuit damage alert was detected on the device. Review of the session records noted noise which resulted in therapy. The device was explanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the possible output circuit damage alert was confirmed upon receipt for analysis. The device charged and delivered high voltage normally on the bench. When the episodes were reviewed, it was noticed that the device had successfully delivered for the episode which resulted in a hvli measurement of 63 ohms, which is consistent with a previous hvli measurement of 57 ohms a few minutes earlier. The possible output circuit damage alert was a false detection. The cause was not conclusively determined.